Manufacturer narrative:
Three attempts have been made to obtain resolution from the account without success.

Event description:
Account said, this bed will not go into trend. He said, nobody was hurt.